Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient stated that some black particles was coming out of the device and the filter was getting black before time. The patient alleged having difficulty in breathing. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.